Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Primary procedure was performed on (B)(6) 2014, by dr. (B)(6) at (B)(6) hospital (B)(6). Primary procedure performed to treat abdominal aortic aneurysm (aaa) with implant of afx bifurcated stent graft, afx vela infrarenal and afx vela suprarenal. Computerized tomography angiogram follow-up was performed on an unknown date; however, it was reported to be recent, which identified increase aaa size as and endoleaks type 1a and type 2 contributing the aaa increase. On (B)(6) 2018, dr. (B)(6) performed an explant. Reportedly the patient did well during the procedure and is doing well. No additional event or patient information is available. Primary procedure was performed on (B)(6) 2014, by dr. (B)(6) at (B)(6) hospital (B)(6). Primary procedure performed to treat abdominal aortic aneurysm (aaa) with implant of afx bifurcated stent graft, afx vela infrarenal and afx vela suprarenal. Computerized tomography angiogram follow-up was performed on an unknown date; however, it was reported to be recent, which identified increase aaa size as and endoleaks type 1a and type 2 contributing the aaa increase. On (B)(6) 2018, dr. (B)(6) performed an explant. Reportedly the patient did well during the procedure and is doing well. No additional event or patient information is available.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.